Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the customer experienced an elevated blood glucose (bg) level over 300 mg/dl. Tandem technical support informed the customer that this alarm occurs when the wake button is stuck or held down; the customer acknowledged and confirmed that the button was accidentally being pressed down at the time the alarm occurred. The customer delivered a correction bolus via the pump to stabilize impacted bg level.